Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 2 days after ablation, the patient developed right pleural effusion. Supplementary oxygen via nasal cannula was required and drainage with a french 12 catheter was required on (B)(6) 2019. Adverse event resulted to prolonged hospitalization for more than 24 hours.